Event description:
Pt reported a leak in tubing line that resulted in pump malfunction. Retrieval and examination by pharmacy observed that tpn solution leaked into the peristaltic motor drive where the pump tubing is connected to the pump. Replacement pump and tubing sent to pt. Pump was returned to MFR for repair.